Event description:
The healthcare professional (hcp) reported that the pt received an increase in medication that was programmed in the pump. The pt was found unresponsive. The pt was taken to the ER and was starting to talk. The hcp wanted to slow the pump rate down, but did not have a physician programmer. The medication being delivered via the device system was morphine sulfate. Additional info has been requested, a f/u report will be sent if additional info becomes available.